Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the resolution of the high impedances was unknown. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient asked the rep why the battery only last two years and four months when they were under the impression it may last longer. There were no issues with the therapy, however, the impedance value on contact 8 was slightly high at 2,357 ohms while using the tablet. All other values were under 2,000 ohms or normal range. The rep stated if they would have been using the 8840, they would have tested at 3.0 v and likely seen the values come down under the 2,000 ohms but since they were using the tablet they didn't have a way to do that. Group (therapy) impedance measurement was taken. Left was 1,151 ohms and the right was 1,238 ohms. The ins was being replaced today due to normal battery depletion and the rep didn't feel it was necessary to continue to troubleshoot. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the elevated impedances was not found. They didn't believe the impedances were the amplitude. They thought it was due to higher than average parameters in voltage. There were no further complications reported.